Event description:
It was reported that this pacemaker exhibited undersensing for the patients atrial fibrillation (af) due to the device programmed blanking settings. Technical services (ts) was consulted and reviewed the stored episodes. Ts discussed the device programmed settings and discussed programming options. This device remains in service. No adverse patient effects were reported.